Manufacturer narrative:
This report is submitted on october 11, 2017 (B)(4).

Event description:
Per the clinic, the patient experienced chronic skin infections at abutment site, however the issue could not be resolved. Subsequently, the patient's abutment was removed on (B)(6) 2017. The implanted device remains.